Event description:
While troubleshooting a no delivery alarm, the customer reported that the belt clip for her insulin pump was broken. At the time of the reporting her blood glucose level was 429 mg/dl. The customer stated she was treating herself with insulin following an infusion set change. She was advised that her belt clip would be replaced. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.